Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient allegedly sustained unspecified injuries resulting from a c3-c4, c4-c5, c5-c6, c6-c7, and c7-t1 spinal fusion surgery using rhbmp-2/acs on (B)(6) 2010, and a posterior spinal fusion at l4-l5 and posterior spinal instrumentation using bmp-2 with a peek and depuy viper plastic cages on (B)(6) 2012. No additional information has been provided.

Event description:
It was reported that the post-operative period was marked by severe pain. Imaging studies ultimately showed that the patient developed uncontrolled bone growth and resulting nerve impingement at or near the implant site.

Manufacturer narrative:
(B)(4).